Event description:
PICC broke at purple hub of line: near insertion site (infant was active). Multiple rns had been present in the room obtaining blood cultures and providing care at the time of incident. Fluids were running and a very small amount was found, leading to believe it had happened just within 5-10 min before it was realized. Nnp fixed PICC with kit. Currently is functional. Infection hazard.safety hazard.